Event description:
It was reported that the patient was having frequent ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.